Event description:
Customer reported that they were in the intensive care unit. Customer was vomiting, had very high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose readings at the time of the hospitalization were 475 mg/dl. Customer stated that after his dialysis he bolused for supper. Customer was unable to hold anything down and the paramedics were called and taken to the hospital. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.